Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that five (5) years post implantation of this mitral surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe bioprosthetic mitral stenosis. The 23mm transcatheter valve was implanted and well seated with normal valve-in-valve function and minimal paravalvular leak. The patient was taken to the cardiothoracic intensive care unit (cticu) in stable condition.